Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer did not observe drips of insulin exiting the infusion tubing during the load fill tubing sequence. The customer re-tightened their luer lock connection in order to resolve the issue. Additionally, the customer experienced elevated blood glucose (bg) levels of 458mg/dl. A cartridge and infusion set change was performed and a correction bolus via the pump was delivered to address the bg level.